Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that the inner plastic tray for the stem was broken, compromising sterility. Another stem was available to complete the procedure without delay.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product identified that the outer box has minimal wear that appears to be from transportation over time, the inner cavity has damaged (broken on a side of the tray) as reported. Device history record was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to transit damage. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.